Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h6 and h3. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response regarding whether they wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges or whether there was any delay in precleaning. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the plastic distal end cover and in the objective lens of the distal end. There was no damage to the area where the foreign material was detected. However, the definitive root cause could not be determined. The suggested events can be detected and prevented in accordance with the following IFU sections. IFU states that detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-h170l/I series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had insufficient or incorrect reprocessing (a yellow liquid comes out from the tip). The issue occurred during a reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.